Event description:
Atrial lead showing nonphysiologic artifact and oversensing. Inappriate mode switching. Following wavelet template evaluation per activities, caller noted patient had atrial lead oversensing first observed (B)(6) 2020. R: discussed that, per caller description, atrial lead integrity issue is suspected. Given evidence of product issue, relayed mdt recommendation of lead replacement. Discussed that inappropriate mode switching and incorrect arrhythmia discrimination via pr logic can occur until atrial lead issue is address. Discussed consideration for programming pacing mode to wi/r to and programming atrial sensitivity to ignore the atrial events and relying on wavelet for arrhythmia discrimination by programming off pr logic (sinus tach, af/afi, other 1:1 rules) until atrial lead issue is addressed." Lead manufactured by st jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).